Event description:
Knee swelling (joint swelling). Knee effusion (joint effusion). Septic arthritis meningococcal (arthritis bacterial). Case description: an spontaneous report was received on (B)(6) 2009, from a healthcare provider (hcp) regarding a patient of unknown age and gender, who experienced knee swelling after treatment with synvisc one. No other information was provided. Additional information was received from the hcp on 18-feb-2010. The patient was a (B)(6) male (initials (B)(6)). Medical history was updated to include moderate osteoarthritis for three months. The patient had a history of prior effusion, joint narrowing, and previous treatment with nsaids, steroids, and synvisc one (on unknown date). The patient received an injection of synvisc one into the right knee on (B)(6) 2009. It was confirmed that the event of knee swelling began on (B)(6) 2009. On (B)(6) 2009, 110ml of fluid was aspirated from the right knee but no analysis was performed. The patient was also treated with a cortisone injection. The hcp reported that within one week after joint aspiration, the patient developed a septic arthritis in both knees, the left wrist, and the right ankle with meningococcus. She stated that she was unsure "if there was a possible indirect relationship with his injection (prior inflammatory or rheumatologic condition that is obscure at this time)." The hcp characterized the event of knee swelling as severe in intensity and probably related to synvisc one. At the time of this report, the patient had not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.